Event description:
Baxter affiliate reports 1 incident of a blood leak from the arterial header at the onset of pt treatment on the first use of the dialyzer. Noted by a blood leak alarm. Treatment was continued with a new dialyzer and new bloodline without incident. No pt injury or medical intervention reported.